Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital with hemolysis with elevated lactate dehydrogenase (ldh) and dark urine. The hemolysis resolved following administration of IV heparin. The patient's ldh decreased from 515 on (B)(6) 2014 to 379 on (B)(6) 2014.

Manufacturer narrative:
Corrected data based on the information available to the manufacturer, a correlation between the hemolysis and the device could not conclusively be determined. The patient remains ongoing on lvad support and no further related issues have been reported. However the device¿s approved labeling lists hemolysis as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.